Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6), implanted: (B)(6) 2018,explanted: (B)(6) 2024, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 19-feb-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing dilaudid (hydromorphone), bupivacaine, and clonidine via an implantable pump for unknown indications for use. It was reported that the patient was experiencing a loss of therapy. When aspirating from the catheter access port (cap), it was successful, but slow aspiration. A new pump segment was going to be implanted, but when removing from the pump and trimming pump segment, the csf flow was slow. The healthcare provider (hcp) noticed a kink in the catheter at the anchor site. The catheter was removed and replaced with 8782 and 8784. Additionally, the dose was decreased by 50%. The new doses were dilaudid 1.101mg, bupivacaine 3.302mg, clonidine 11.01mcg. The pump was replaced because it was the end of it service. The patient medical history and weight was asked but unknown at this time. The patient status was alive and no injury. The issue was resolved.